Manufacturer narrative:
The reported event could not be confirmed, since the device(s) were not returned for evaluation, and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer received stryker collaborative study (scs) named retrospective post-market clinical data collection protocol for stryker systems - pangea small fragment that contains collected data on the usage and the outcomes of stryker pangea small fragment utility plating. The report details analysis provided for procedures performed between may 20, 2024 ¿ april 5, 2025. During the review of the report, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, the following adverse event was reported: leg neuropathy in 1 case. Immediately postoperatively, the patient lost sensation distal to the incision. The condition has not improved for 5 months post-op patient will have conservative treatment and is referred to physiotherapy management.